Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device #2 of 2. Reference MFR report: 1627487-2014-27484. It was reported, the pt was sent to the emergency room on (B)(6) 2014 because she experienced bleeding from the incision site. In the ER, the bandage was changed and redressed and she was discharged. Follow up info identified she does not have any more bleeding and the issue was resolved.